Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user state narcotic cubie failed to pop-up. Technician tried but not able to pop-up. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed to pop up. A field service engineer (fse) identified that all pockets on row a of drawer 1.2 was not detected on the bus due to liquid spill and damaged the row board. Fse replaced the row board to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.